Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent difficulty with charging the pump over the past few months. There was no reported impact to the customer's blood glucose levels. Contact reported that they have been able to reconnect and charge the pump successfully. Contact stated that the customer will continue to use the pump for insulin therapy, and have insulin injections for alternate insulin therapy if needed.